Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of change sensor alarm and sensor anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the sensors were not calibrating. The customer confirmed that the sensor cannula was not in the skin and the cannula was missing. The customer declined to troubleshoot.